Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014 to report that the receiver displayed a firmware error on (B)(6) 2014. They did not report injury or medical intervention. No additional patient or event information is available. Off label use: pediatric user using adult receiver. The complaint states the patient experienced a firmware issue. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.